Manufacturer narrative:
H.6 investigation summary: ftir analysis was completed on the material observed on the surface of the sample. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material has components similar to those of sorbitan monostearate (several manufacturing uses including surfactants and emulsifiers) mixed with silicone. A device history review was conducted for lot number 9077834. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A spectral analysis of the foreign material present on the device determined that the foreign material was composed of silicone and sorbitan monostearate. This most likely originates from the molding of the components. H3 other text : see h.10.

Event description:
It was reported that prior to use foreign matter was discovered with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: there was the foreign matter in the prn when the package was opening.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: there was the foreign matter in the prn when the package was opening.